Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, e1, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a disconnection in the receiver (rx) module, the endoscopic image could not be displayed; and because the adjustment value in the surgical products 1 board was out of standard, color drift (misregistration) was observed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: error e226 occurred due to a disconnection in the rx module, which resulted in the endoscopic image not being displayed, because the adjustment value in the surgical products 1 board was out of standard, color drift (misregistration) was observed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - (B)(6) clinic. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had e226 error code occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.